Manufacturer narrative:
DHR review: a full review of the device history records has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. IFU review: potential adverse events related to the procedure or device malfunction listed in the IFU include the following: endoleak. Trending: to date there have been over 4720 cases of aorfix with 14 reported 1b endoleaks, the overall percentage occurrence rate is 0.30%. Event rate falls within clinical expectations. Lombard medical now intends to close this complaint and will continue to monitor trends in accordance to quality system procedures.

Event description:
The original procedure was performed on the (B)(6) 2011. A minor type I and a type 2 endoleaks were observed on the day and were left to resolve. At 3-year follow-up scan ((B)(6) 2014), a type 1b leak was seen. A re-intervention was performed in (B)(6) 2014 using onyx to treat the type 2 leak which was successfully sealed. Another re-intervention was performed in (B)(6) 2014 to treat the type 2 (right side). The treatment was successfully performed. No endoleaks present on the final run. (B)(4).